Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a morbidly obese patient. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients who are morbidly obese (body mass index greater or equal to 40 kg/m2). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to the patient condition (obesity) at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that prior to a transaortic valve replacement (tavr) procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, cuff misses occurred with three proglide devices due to excess "fat" at the access site. The patient was reported to be morbidly obese. The nick and spread incision was increased and the sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 14f for the tavi procedure. The tavi procedure was completed. The sutures of the two successfully placed proglide devices achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.